Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 1.5, retest 1 inratio: 5.5, retest 2 inratio: 1.8. Date: (B)(6) 2012, inratio: 1.5, retest 1 inratio: 4.8, retest 2 inratio: 1.0. Patient's target therapeutic range is 2.0-2.5. The result of 1.0 on (B)(6) 2012 was resulted with lot number 262184. All other results were resulted with lot 270162.

Manufacturer narrative:
Investigation pending.